Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds. It was further reported that the left ventricular (lv) lead exhibited diaphragmatic stimulation and nerve stimulation when pacing. The lv lead and rv lead were capped and replaced. No further patient complications have been reported as a result of this event.